Event description:
An impella rp flex was inserted via the right internal jugular vein in a 63-year-old female patient with acute myocardial infarction and cardiogenic shock (ami/cgs), presenting in scai stage e shock. During support, placement signal issue occurred, with the automated impella controller (aic) displaying ¿placement signal not reliable.¿ the console was not replaced, pump support continued, and a data download was requested. No information was available regarding visualization of the waveform or echo confirmation. Second, a product related complication was reported involving the 23 fr peel away introducer, which exhibited bleeding through the diaphragm/hemostasis valve, requiring replacement with a second 23 fr introducer. The patient had been serially dilated prior to insertion, and no excessive force or interacting devices were identified. After introducer exchange, no further issues occurred. The introducer was deemed damaged, and both the introducer and pump were identified for return. No patient harm was reported, and the patient remained stable on impella rp flex support. The patient was successfully weaned and survived to explant. Based on the available information, the placement signal issue reflects a console level monitoring irregularity rather than a malfunction of the pump itself, and support continued without hemodynamic compromise. The fluid leak from the introducer represents a product specific hemostasis valve failure, corrected by introducer replacement, with no evidence of impella rp flex device malfunction or clinical injury. The patient remained stable and continued to receive support as intended. The pump was discarded.

Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that the patient was bleeding through the diaphragm of the peel-away sheath. The sheath was replaced with a new peel-away sheath, and the placement signal was reported as not reliable. The patient outcome is still to be determined, as the patient remains on support.